Event description:
The following was reported to gore: on an unknown date, the patient underwent an unknown procedure utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg). During a follow CT scan and angio (date unknown), reportedly, the physician observed growing aneurysm (size unknown) and suspected a type 1a endoleak due to the growing aneurysm but it was not identified on the scans or the angio. There was also room on top of the original graft that was 5mm from the renals but cannot identify, if migration had occurred or that was the intended landing location of the original implanted graft and there was loss of seal apposition on the posterior wall. On (B)(6) 2023, the patient underwent an endovascular reintervention in zone 9-infrarenal utilizing gore® excluder® conformable aaa endoprosthesis (aortic extender) to bridge the gap between the original graft implant and the renals to extend proximally. The patient tolerated the procedure. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time-point available for evaluation: post-implantation cta dated (B)(6) 2022. ¿ comparison axial series images show a possible small area of contrast outside the implanted device in the proximal aneurysm sac. ¿ proximal aortic neck diameters range from 26mm to 27mm. ¿ the proximal end of the device is implanted just distal to the left renal artery. There is ~21mm of length from the left renal artery to the proximal aneurysm sac. It appears there is at least 15mm of proximal device seal thereby, making a type ia endoleak unlikely. ¿ there appears to be pooling(s) of contrast in the posterior sac and possibly along the left side of the sac on the delayed image set. Contrast is seen in lumbar arteries on the arterial contrast image set, however, imaging does not show communication between the vessels, therefore, unable to confirm a type ii endoleak. There is confirmation of contrast in the aneurysm sac, however, the origin is indeterminate with available imaging.

Manufacturer narrative:
C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. B22-type of investigation (insufficient information available). H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, component migration and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.